Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013; 4296, implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician suspected this was due to the patient moving their left arm after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.